Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported 110b "proximal pressure sensor autozero failed" error code in the event log. The pse replaced solenoid valves 3 and 4 and verified that the issue was resolved--a test run was performed, and the reported issue was not duplicated. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The removed solenoids (3 and 4) were returned to the product investigation lab (pil). Visual inspection of the solenoids revealed no discernable visual issues. The technician performed testing (as per document er2249129,part 007,version 00) and verified that no alarms or fault related error codes were generated during the standard test bed (stb) operation with the suspect solenoids installed into the gas delivery system (gds). The technician concluded that no problem was found.